Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device displayed error code 41786. This alarm event pauses the delivery of the pump until the error is addressed. The event occurred upon power on, and per the reporter there was an out of box failure. There was no patient involvement.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "there was error code 41786 upon power on¿ was not replicated. All tests passed within specifications. The probable cause was unknown as no problem was found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.